Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not zimmer biomet product and should not have been reported. The initial report should be voided as it was submitted in error.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - femoral head sterile product do not resterilize 12/14 taper/ pn 00801803205/ ln 62448630, unknown liner, unknown stem. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03360, 0001822565-2017-03362, 0001822565-2017-03363.

Event description:
It was reported that a patient is experiencing drop foot, inflammation in the hip, and her whole leg is swollen after a revision. There has been no further revision reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.